Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Manufacturer narrative:
Follow-up # 1 (09/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 5:30 pm the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Eight hours later, the patient allegedly suffered the symptom of frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the meter's battery did not need to be replaced and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore this complaint is being reported.